Event description:
Healthcare professional confirmed rupture and reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis visual analysis of the photographs identified: -rupture: in the photo no observed openings in the device. -capsular contracture: in the photo observed biological tissue in the surface of the device, but it is a medical event not related to the device. In the photo observed two devices but not labeled for side explanted. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported their device "traumatically broken" 7 years post implant surgery. Patient later reported rupture diagnosed with MRI. This record relates to the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a rupture. This relates to the left side. Device status is unknown.